Manufacturer narrative:
This report is filed december 18, 2013.

Event description:
Per the clinic, the patient experienced a head trauma resulting in a loss of fixture. Reimplantation is planned but has not taken place at the time of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.